Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following a cerebral arteriogram, which was performed through a 5 fr. Procedural sheath. A post-sheath angiogram was not performed. It was reported the device was "difficult to insert". Once inserted, the device was deployed without incident. Following knot deployment, the physician stated the closure "didn't feel right". Manual compression was held for ten minutes and hemostasis was achieved. At an unspecified time, it was reported the pt developed a hematoma, bleeding and a "cold foot". The pt was taken to surgery the following day for an unspecified surgery. During the surgical procedure, it was discovered that "the pt had a 2/3 circumferential laceration and pseudoaneurysm" of an unspecified vessel. It was reported that the "pt is fine now and has been discharged". Although requested, additional info has not been provided.